Event description:
Caller reported not seeing drops of insulin at end of tubing during fill tubing step of load sequence. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing infusion set and cartridge and requested replacement supplies, which were to be sent by cts via a goodwill order; customer successfully resumed insulin.